Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a planned device change, noise episodes was observed on the device memory. The lead was revised. The condition of the patient was good.